Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: r2006903) on 29-may-2020. The most recent information was received on 19-jun-2020. This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('essure will be removed in sep-2020') and sciatica ('recurrent sciatica') in an adult female patient who had essure (ess205) (batch no. 96008565 (inv)) inserted. The occurrence of additional non-serious events is detailed below. On 16-oct-2006, the patient had essure (ess205) inserted. In 2010, the patient experienced fatigue ("very great fatigue") and asthenia ("asthenia"). In 2013, the patient underwent arthrodesis ("l5 s1 arthrodesis") with neuralgia. In 2015, the patient experienced thyroid disorder ("thyroid disorder"). In 2016, the patient experienced rotator cuff syndrome ("right shoulder tendinitis"). In 2017, the patient experienced deafness ("hearing loss") and tinnitus ("tinnitus"). In january 2018, the patient experienced amnesia ("memory loss") and disturbance in attention ("attention deficit"). In may 2020, the patient experienced bursitis ("bursitis"). On an unknown date, the patient underwent medical device removal (seriousness criterion medically significant) and experienced sciatica (seriousness criterion hospitalization). The patient was treated with physical therapy and surgery (essure will be removed in sep-2020). At the time of the report, the medical device removal, sciatica, fatigue, asthenia, arthrodesis, thyroid disorder and bursitis outcome was unknown and the rotator cuff syndrome, deafness, tinnitus, amnesia and disturbance in attention had not resolved. The reporter provided no causality assessment for amnesia, arthrodesis, asthenia, bursitis, deafness, disturbance in attention, fatigue, medical device removal, rotator cuff syndrome, sciatica, thyroid disorder and tinnitus with essure (ess205). The reporter commented: intense fatigue, regular work leaves, hospitalizations, physiotherapy sessions, regular consultation with a rheumatologist, pain clinic, surgeon were reported. This lot 96008565 is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-jun-2020: quality-safety evaluation of ptc. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 29-may-2020. This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('essure will be removed in (B)(6) 2020') and sciatica ('recurrent sciatica') in an adult female patient who had essure (ess205) (batch no. 96008565) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. In 2010, the patient experienced fatigue ("very great fatigue") and asthenia ("asthenia"). In 2013, the patient underwent arthrodesis ("l5 s1 arthrodesis") with neuralgia. In 2015, the patient experienced thyroid disorder ("thyroid disorder"). In 2016, the patient experienced rotator cuff syndrome ("right shoulder tendinitis"). In 2017, the patient experienced deafness ("hearing loss") and tinnitus ("tinnitus"). In (B)(6) 2018, the patient experienced amnesia ("memory loss") and disturbance in attention ("attention deficit "). In (B)(6) 2020, the patient experienced bursitis ("bursitis"). On an unknown date, the patient underwent medical device removal (seriousness criterion medically significant) and experienced sciatica (seriousness criterion hospitalization). The patient was treated with physical therapy and surgery (essure will be removed in (B)(6) 2020). At the time of the report, the fatigue, asthenia, arthrodesis, thyroid disorder and bursitis outcome was unknown and the rotator cuff syndrome, deafness, tinnitus, amnesia and disturbance in attention had not resolved. The reporter provided no causality assessment for amnesia, arthrodesis, asthenia, bursitis, deafness, disturbance in attention, fatigue, medical device removal, rotator cuff syndrome, sciatica, thyroid disorder and tinnitus with essure (ess205). The reporter commented: intense fatigue, regular work leaves, hospitalizations, physiotherapy sessions, regular consultation with a rheumatologist, pain clinic, surgeon were reported. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.